Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.(B)(4): device evaluation anticipated, but not yet begun.

Event description:
It was reported that lead could not progress through sheath. The lead was not implanted and replaced.

Manufacturer narrative:
The reported field event of being unable to progress the lead through a 7fr sheath was confirmed in the laboratory. A 7fr sheath was used and was restricted at 48.5cm from the connector pin. The lead diameter was measured and was found to exceed the maximum diameter at 48.5cm from the connector pin. This is consistent with a potential manufacturing anomaly.